Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of both a singular x-ray image and explanted device photo confirm a fracture of the femoral stem as reported. It is not possible however to determine a root cause using only images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of both a singular x-ray image and explanted device photo confirm a fracture of the femoral stem as reported. It is not possible however to determine a root cause using only images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null,product code 523418, work order (B)(4) was manufactured on 18-jun-2014. (B)(4) parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. 2 non-conformances associated with this lot: nr-0001945 is related to the vison system being turned off on laser 09, which distinguishes different sizes of the products. As per the nr the part sizes are verified prior to the parts being lasered and the laser mark is verified post laser. There is no correlation between this non-conformance and the failure mode of the complaint. Nr-0003125 is related to a height gauge that was out of specification potentially being used on srom products. As per the nr it was determined there was no impact to fit, form or function and no added risk to the mechanical integrity of the device. There is no correlation between this non-conformance and the failure mode of the complaint. Certificate of conformance review for srom stm forg 14/20 lat nck, product code 629074, work order (B)(4) and met specification.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Examination of both a singular x-ray image and explanted device photo confirm a fracture of the femoral stem as reported. It is not possible however to determine a root cause using only images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken proximal srom stem treated by revision tha.